Manufacturer narrative:
The device passed testing including displaying the appropriate control knob position.

Event description:
The control knob position did not match the displayed position. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, it was noted that after the control knob was placed on the set vtbi (volume to be infused) position, the pump display indicated set rate. After the control knob was placed on the run position, the pump display indicated set rate. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.